Event description:
The hcp reported a bacolofen concentration change was done and the pt developed symptoms of baclofen toxicity - sedation, difficulty breathing, and weakness. The pump was stopped, all medications were withdrawn from the pump, the pump was washed with normal saline, refilled, and restarted with a bridge bolus. The pt is reported to have recovered without sequela and all the symptoms resolved.